Manufacturer narrative:
(B)(4). Approximate age of device ¿ 17 days.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that fluctuations in lvad flow estimation and pump power were observed. Inotropes were slowly being weaned, and blood pressure was appropriate, with mean arterial pressures (maps) in the 70s mmhg. The patient¿s lactate dehydrogenase (ldh) was 405 u/l. On (B)(6) 2017, the patient¿s ldh was 715 u/l and asa was increased to 325mg. Echocardiogram revealed an increased left ventricle size, and the septum was deviated to right. The aortic valve was closed. Persantine was initiated. It was reported that on (B)(6) 2017, the patient experienced pain, and the lvad power reading was elevated significantly. The lvad system produced low speed, driveline disconnect and pump off alarms. The pump could not be restarted and a pump exchange was performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing; the distal portion of the driveline was not returned. Examination of the pump revealed depositions of loose, tissue-like, clotted blood within the sealed inflow conduit and sealed outflow conduit. These depositions were not adhered and their lack of structure indicates that they developed acutely. Additionally, depositions of denatured blood were found extending through the body of the pump, occluding the inlet and outlet stators and surrounding the body of the rotor. These depositions were hard, grainy, and strongly adhered to the pump¿s surfaces. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not conclusively be determined through this evaluation. These depositions could have caused increased drag on the rotor. This could have resulted in the observed denaturation, and could have ultimately caused the reported elevation in power and subsequent pump stop/difficulty restarting the pump, which was confirmed in the evaluation of the retrieved log file from the returned system controller. A ring-like thrombus formation was also observed surrounding the rotor¿s inlet bearing ball. The laminated structure of this thrombus and the areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. This could have contributed to the reported elevation in ldh levels and the power changes observed in the submitted log files. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.